Event description:
The bmw universal ii wire was being used for an intervention. When the physician tried removing the wire, the tip became entangled in the stent struts. After many attempts at getting this wire lose, it frayed, and the tip detached from the remaining wire. The physician was not able to retrieve the wire tip out of the artery. To prevent any complications, he secured it in place by pinning it against two deployed stents.